Event description:
It was reported that the system 5 dual trigger rotary will oscillate when holding the reverse trigger during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The complaint was confirmed. The handpiece would run in the incorrect mode due to a broken trigger assembly. Based on a review of complaint trending, a damaged trigger can prevent the handpiece from running as desired.

Event description:
It was reported that the system 5 dual trigger rotary will oscillate when holding the reverse trigger during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.